Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received pump error alarm. Customer was able to clear alarm. The customer was not sure whether received request to rewind insulin pump or not. The insulin pump was recently stored and without a battery for more than eight hours. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.